Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: unopened packs were returned from the same batch. The used broken cartridges are not available. Pictures were reviewed of the damaged product received from the facility. Investigation - the investigation was carried out visually and microscopically. There were no visible errors found on the unopened sterile packages. Additionally, the cartridges were inspected by the quality assurance of the production department. Batch history review - the device quality and manufacturing history records have been checked for the lot number and found to be according to the specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - the root cause of the problem is most probably usage related. Rationale- according to the quality standards and review of DHR files, a material defect and production error can be excluded. Without the damaged cartridge it is hardly possible to determine an exact conclusion and root cause. Investigations lead to the assumption that the breakage was caused by improper handling. There is the possibility for pre-damage or similar due to an assembly error or by removal from the sterile packaging. There is also the possibility that the cartridge was raised by skin tissue and the tip broken by the application. Possibly the position of another instrument near the cartridge was unfavorable. Furthermore, according to a report by quality assurance in the production area, the magazines are broken in a very atypical place, which is incomprehensible. The parts returned were examined visually (yellowing) and no defects could be detected. A functional test in the test applicator was carried out on four of the returned magazines. The result was no deviations, no breakage of the parts when placing on the applicator and also not during the clip application. For all test magazines, all clips were completely applied. The report also mentioned that an application error can be assumed, and this application error caused the magazines to break at a very atypical point.

Event description:
It was reported that a piece of the clip magazine broke off during surgery. The magazine was being used with a clip applier during a laparoscopic cholecystectomy procedure. It was noted that the there was no malfunction with the individual clips within it. A piece fell off and into the abdomen and attempts were made to immediately recover and remove it. The recovery extended surgical time 20 minutes. It was confirmed that all pieces were retrieved. No additional intervention or patient harm occurred. An additional number of magazines, 5 in total, had also fallen apart prior to insertion in the clip applier. Further information has been requested but not yet provided. This report addresses the issues that occurred prior to insertion. Submissions related to this case: 9610612-2018-00557.